Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use of the bd q-syte¿ luer access split septum stand-alone device, the patient had a blood pressure drop. The catheter seemed clogged. The healthcare worker realized the q-side was broken. Patient was pumped with noradrenaline given occlusion pressure. There was no further report of injury or medical intervention.

Manufacturer narrative:
Lot number was unknown therefore DHR review could not be performed. Visual analysis. Bd received 2 used q-syte units as follows (B)(6): unit 1: the unit was connected to a three way miscellaneous valve with a connector attached. Unit 2: the unit was received with the q-syte top body inside (connected to) a male end of an extension set and the bottom body separated. Visual/microscopic examination: unit 1: observed the top body of the q-syte broken up inside the white connector and was only being held by the q-syte¿s septum. Severe breakage-stress was observed at the separation area. Unit 2: observed a complete separation between neck (female connection site) and the rest of the body; the q-syte¿s neck and septum stayed inside of the male luer connection of the extension set. Observed traces of unknown solution around the threads on the male connector as well as severe breakage-stress at the separation. The q-syte neck separation from the body was most likely introduced by external forces. A definite cause that contributed to the separation of the q-syte¿s neck from the remainder of the body could not be determined. Prolonged contact with incompatible medications or cleaning solutions may have contributed to the damage. A definite cause cannot be assigned at this time. The damage identified could be introduced due to incorrect usage. Conclusions: both of the units received revealed separation (complete or partial) between the q-syte neck and the rest of the body as well as severe breakage/stress at the separation area. Bd was unable to determine a root cause for this incident. A formal corrective action will not be initiated at this time.